Event description:
Reportedly, during inspection, the oxygen sensor measurement was out of range. The oxygen sensor was replaced, which resolved the reported issue. Malfunction did not occur during pt use.

Manufacturer narrative:
(B)(4).